Event description:
It was reported that during a vats lobectomy procedure, the staple was not formed in a b-shape and some staples were stuck on the tissue. Used a like device to finish the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.